Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown plate: va-lcp/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: kurashige, t. Et al (2022), modified paratricipital approach without mobilization of the ulnar nerve prevents postoperative ulnar neuropathy in distal humerus fractures, journal of orthopaedic science xxx (xxxx), pages 1-5 (USA). The authors believe that this procedure, which preserves the continuity of the attachment of the triceps with the ulnar nerve by releasing only the ulnar side of the ulnar nerve, is a novel method that prevents anterior subluxation of the ulnar nerve onto the hardware during elbow motion. Between december 2018 to march 2020, a total of 13 patients (6 male and 7 female), and a mean age of 71 years were included in the study. These patients underwent surgery for distal humerus fracture through the modified paratricipital approach using a variable angle locking compression plate va-lcp (depuy synthes) and were followed up in an average of 12 months. The following complications were reported as follows: hardware breakage occurred in one case at one year after the operation, and total elbow arthroplasty was performed for salvage. This report is for an unk - plate: va-lcp. This is report 1 of 1 for (B)(4).